Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment shim of the poly trials was missing, the metal ring that goes into the circle that allows it to engage and lock with the poly trial. Upon removal from the set, it was also noticed that the shim had a crack in it.